Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we had an incident with a blood line during patient treatment. A nurse was pushing medication into the venous chamber and the medication luer lock detached compromising the lines and allowing blood to exit the circuit.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains passed internal testing. Three photographs of the defect were provided for evaluation. Upon visual inspection of the provided photographs, a detachment was observed at the bonded joint between the tubing and the chamber. The reported defect was observed. A possible root cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.